Manufacturer narrative:
(B)(4). Foreign country: jordan. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during an initial surgery. No known impact or consequence to the patient. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the photograph provided found it to exhibit signs of repeated use and the device is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The lot was manufactured on july 24, 2008 and has therefore been in the field for 14+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.